Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. An 8.0x40x135 cm express ld stent was advance for treatment. However, during the procedure, stent dislodgement occurred. The procedure was then completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) hospital. Evaluation conclusion codes (1): updated. Device evaluated by MFR.: an express ld device was received for analysis. A visual and tactile examination was performed. The guide sheath was noted to be severely damaged. The inner lining of the guide sheath had separated and had wrapped around the express device and guide wire. The balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. The stent was undamaged but had moved by 5mm approximately in a distal direction. The inner lining of the guide sheath was found to be entangled around the stent and no issues were noted with the tip of the device. There were no issues identified along the length of the device. The guide sheath was found to have separated approximately 350mm proximal of the distal tip. The guidewire was found to be advanced through what appeared to be balloon fragment of an unknown device.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. An 8.0x40x135 cm express ld stent was advance for treatment. However, during the procedure, stent dislodgement occurred. The procedure was then completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. An 8.0x40x135 cm express ld stent was advance for treatment. However, during the procedure, stent dislodgement occurred. The procedure was then completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.